Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this ekos control unit 4.0 was received in good condition. Internal visual inspection found no internal damage. Functional tests were performed which revealed no errors. The clinical observations were not confirmed.

Event description:
It was reported that the procedure was cancelled. During a bilateral ekos procedure, the control unit 4.0 started alarming with an e311 error on both catheters. Troubleshooting was performed but was unable to resolve the alarm. The ekos therapy was discontinued approximately three hours after the treatment started. There were no reported patient complications.

Event description:
It was reported that the procedure was cancelled. During a bilateral ekos procedure, the control unit 4.0 started alarming with an e311 error on both catheters. Troubleshooting was performed but was unable to resolve the alarm. The ekos therapy was discontinued approximately three hours after the treatment started. There were no reported patient complications.

Event description:
It was reported that the procedure was cancelled. During a bilateral ekos procedure, the control unit 4.0 started alarming with an e311 error on both catheters. Troubleshooting was performed but was unable to resolve the alarm. The ekos therapy was discontinued approximately three hours after the treatment started. There were no reported patient complications.